Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported they had surgery for the second time to "fix" their stimulator. The patient said they had a revision surgery on their ins and maybe "reattached it a different way" because the battery had turned. The ins wasn't sitting flush up against the skin on the patient's back side. The surgery occurred because the ins was causing the patient discomfort. The ins was pushing against the patient's back and they could hardly sit down because the ins hurt every time they tried to. Additionally, the patient was also hurting when they would reach down on their left side. Before the surgery, the battery could be felt even though the patient was a 'big girl with a backside'. The patient is now saying they can feel the stimulator, it's not uncomfortable, and the surgery site is currently healing. Patient stated they couldn't feel stimulation and it was determined that the ins was off. The stimulator was turned back on and the stimulation issue was resolved. Right when the patient turned the stimulation back on, they felt uncomfortable stimulation, but the issue was resolved when stimulation was turned down. Additional information was received from the hcp. Cause of the tilted ins was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.